Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service

Event description:
The customer reported the top half of the live image was black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury of death associated with the event described in this complaint.